Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting pressure failure and keeps alarming. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The issue was clarified that after replacing a flow sensor assembly due to unsuccessful preventative maintenence (pm) flow testing, the vent encountered a diagnostic code 1007 indicating it was inoperative and keeps alarming. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A review of the event log revealed additional diagnostic codes (110e, 110f, 1113) related to the check vent. The customer was instructed to disconnect the data acquisition (da) to motor controller (mc) ribbon cable, examine it for any issues, and then to reconnect it to the da printed circuit board assembly (pcba) first, ensuring it was properly seated before connecting it to the mc pcba. Further advice was given to remove the da pcba for inspection of potential overheating and to ensure the pins connected to the autozero solenoids were secure and not creating any shorts. Parts identification for the da pcba was provided as necessary. This investigation is still ongoing.